Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced poor performance since activation of the device, resulting in the decision to explant the device on (B)(6) 2017.